Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. No further steps are planned at the moment. The recipient will not be re-implanted.

Event description:
The bilaterally implanted user suddenly felt like the batteries had run out in his audio processor. After putting new batteries in the audio processor, the user still could not hear. The old audio processor was also tried but the recipient could not hear anything.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly felt like batteries had run out. After putting new batteries, the user still could not hear. The old audio processor was also tried but the recipient did not hear anything. .

Event description:
The bilaterally implanted user suddenly felt like the batteries had run out in his audio processor. After putting new batteries in the audio processor, the user still could not hear. An old audio processor was also tried but the recipient could not hear anything. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.